Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation of the returned component found the surface artifacts suggest the fracture occurred in high stress fatigue. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent orthopedic salvage procedure on (B)(6), 2005. Subsequently, a revision procedure was performed on (B)(6), 2011 to remove and replace a fractured anchor plug. During the procedure, the surgeon intended to replace the 5cm taper adapter and the 3cm segment; however, the appropriate components to complete the construct were not available to complete the procedure. The patient was brought back to the o.r. On (B)(6), 2011 to implant the components needed to complete the construct.